Event description:
The customer reported the rotating collar of the male luer lock at the distal end of the set came detached, causing the set to be a luer slip connection which disconnected from the patient. There was no patient harm or medical intervention reported. No additional event or patient information is available.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). Although requested, the affected product has not been received for investigation. A follow up report will be submitted with evaluation results should the product be received.